Event description:
It was reported that there was high impedance of 10,000 ohms on electrodes 2, 3, 4, and 5. It was noted that reprogramming was a required action. It was reported that the electrodes with high impedance were not needed for the patient to get good coverage. It was noted that the patient was alive with an injury and had two incisions from the replacement surgery. It was noted that there were no patient symptoms associated with the event. Additional information received reported that the cause of the high impedance was not determined. It was noted that the patient was receiving good coverage. It was noted that no other diagnostics were performed. Additional information received reported that the manufacturer representative saw the patient for their follow-up appointment. It was noted that an impedance check was repeated at the default amplitudes and electrodes 2 and 3 were greater than 10,000 ohms. It was noted that the rest of the electrodes were within normal range. It was noted that another impedance check at higher amplitudes was performed but the patient could not tolerate so the test was cancelled. It was noted that the patient was getting good coverage. It was noted that there were no additional appointments at this time.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).